Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, such as using different charging cables and wall adapters, but none resolved the issue. Technical support decided to replace the pump as it was still under warranty. The customer was informed to use a backup method for insulin delivery and was guided on how to prepare and return the faulty pump. The customer acknowledged the instructions and confirmed the shipping details for the replacement.